Event description:
The advocate stated that customer's blood glucose was tested using his elite meter and the reading was 450 mg/dl. The customer's glucose was also tested using another meter and the reading was 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. A new contour meter kit was sent to the customer.